Manufacturer narrative:
A.4 is unknown. D.4 lot number, serial number, expiration date and primary UDI number are unknown. H.4 device manufacture date is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. This is one of two reports. This report represents the purge cassette and the other report represents the pump. Refer to section h.10 for the related report number.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The team had multiple purge related issues at the start. After reviewing the alarms, they confirmed that there were user-related errors due to connections or kinks in the purge line. The patients condition worsened resulting in further acidosis and severe biventricular failure. Considerations for escalation were not entertained as there was no revascularization strategy. Care was withdrawn and the patient expired. Based on the information available, the impella cp cannot be excluded as a possible contributing factor to the patient¿s outcome.

Manufacturer narrative:
H6. Medical device problem code was erroneously entered as a040601 on the initial manufacturer device report number. Updated to the correct code a141101. H6. Were also updated since investigation has been completed. The investigation was completed. No device was returned however logs were reviewed. Purge pressure low: clinical details report purge issues during case start. Suspected causes were a purge line kink and loose connections. The issue was resolved. Data logs were reviewed on (B)(4), and several purge related issues were noted during case start. Initially, when the priming procedure was 50% complete, a "purge fluid not detected error" triggered. Shortly after, while attempting the priming procedure again, a "purge system failure (piston blocked)" alarm triggered. The initial purge cassette was removed and replaced with a new one. "Purge system open" and "air in purge" alarms trigger after this point, however, there are no attempts shown in logs to start the priming procedure again with this second cassette. The pump was then disconnected and the logs end. This aligns with the report that the console was swapped out to troubleshoot. The second console used, where the issu resolved, is unknown based on follow up with the field representative. Product was not returned for investigation. Clinical details report that there was suspected to be a kinked purge line or loose connection that caused the issues. The air in purge alarm and purge system open alarms can indeed be triggered if there is an improper connection between the bag and purge cassette or if there is a kink between the purge bag and cassette housing. That being said, the "purge system failure" alarm does not align with these situations. Since data logs were inconclusive and product wasn't returned for investigation, the cause of the purge pressure low could not be determined. A device history review was completed and passed all post-sterile inspection checks.